Event description:
The dragonfly duo imaging catheter failed to connect to the doc. The case was abandoned and rescheduled for a later date. Information received (B)(6) 2018, indicated the patient had been prepped and received local anesthesia before the case was abandoned. Patient specific information of patient identifier, age or birthdate, and weight are not available for this complaint.

Manufacturer narrative:
The reported event of a connection issue could not be confirmed. Functional testing confirmed that the catheter was able to be connected to the doc and was recognized by the oct imaging system; no connection issues were noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the connection issue remains unknown.